Manufacturer narrative:
Product not returned, no visual / physical inspection preformed. No item number or lot number was provided, therefore the DHR could not be verified. A definitive root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable. Additional information . Additional information. Device not evaluated. MDR codes.

Manufacturer narrative:
Device has not yet been returned to manufacturer. Unknown abutment screw, the lot number was not provided/known.

Event description:
It was reported that unknown abutment screw fractured while dentist was torqueing into zimmer biomet implant. The dentist is unsure that it is a zimmer biomet screw because it is not a zimmer biomet abutment.